Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, advancing difficulties were encountered. The coronary ostium was reached via the radial artery, but the taxus express2 8.8% 3.0 x 20mm stent did not advance with the balloon. Apparently the balloon had become detached. The physician attempted to retrieve the balloon using a maverick balloon. The taxus balloon was moved to the humeral artery, at the level of the patient's wrist. No other complications or additional interventions were reported at the time of this report. The patient's status is reported to be "good". It was noted that the use of this device occurred after its expiration date.